Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: there was no visible damage to the keypad. The down arrow and contrast buttons had an intermittent response. The up arrow and ok buttons responded properly. Contamination was found under the up arrow, down arrow, and contrast button contacts when the keypad was removed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.